Event description:
Litigation papers allege patient has suffered from persistent discomfort and pain in her hip. It is further alleged that she is scheduled for revision surgery due to loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.